Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer called paramedics due to low blood glucose level, diabetes ketoacidosis and coma. Customer had high blood glucose level as well as diabetic ketoacidosis. Customer had go back to injections. It was unknown whether automode was active or not. The insulin pump will not be returned for analysis.